Event description:
Customer is receiving erratic results like 59;52;66;545 and 179mg/dl. Normally receives readings of 79-156mg/dl. A review of the system was conducted over the phone. This review indicated that the pt was using off-brand test strips. Will send the customer appropriate testing supplies and complete the phone eval with those supplies. Customer was asked to call 24/7 when they received the testing supplies.